Event description:
It was reported that bd safetyglide¿ needle was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 301701 batch no: unknown. 22july2019: update: customer responded to closure by clarifying that the issue was a missing needle, not an issue with scale marking. Issue: missing item.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that bd safetyglide¿ needle was missing. This was discovered before use. The following information was provided by the initial reporter: material no: 301701 batch no: unknown . 22july2019: update: customer responded to closure by clarifying that the issue was a missing needle, not an issue with scale marking. Issue: missing item. H.6. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a needle shield on a piece of paper. After initial investigation the customer provided clarification that the non-conformance was a missing needle not missing scale markings. The photo provided by the customer shows a needle shield out of the blister pack. No needle assembly is present in the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was not performed as the lot number is "unknown" for this complaint. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the lot number was not reported. Root cause description: based on the investigation bd was able to confirm the condition reported by the customer as the photo provided shows a needle shield but the needle assembly is not present. This could happen when due to a machine malfunction the needle hub assembly is rejected but the shield still gets placed in a location where it ends up getting sealed in the blister pack. Rationale: bd acknowledges that the photo was provided by the customer for investigation shows a needle shield with the needle hub assembly missing. As the customer reported one (1) occurrence of the reported non-conformance this is considered a rare occurrence and no corrective or preventative actions are proposed in the scope of this complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows a needle shield on a piece of paper. There are no scale markings on the shield. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided. Investigation conclusion: a complaint history check was not performed as the lot number is "unknown" for this complaint. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the lot number was not reported. Root cause description: based on the investigation bd was not able to confirm the condition reported by the customer as scale markings are not printed on the safety shields at this plant. Therefore, a potential root cause could not be determined. Rationale: no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd safetyglide¿ needle was missing scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 301701, batch no: unknown. It was reported that the scale markings are missing.